Event description:
In additional information provided 02feb2026, it was reported that the central venous catheter was placed by anesthesia in the operating room the prior day to the event (24nov2025). It is unknown if lumens were filled with a saline solution or heparinized saline solution prior to catheter introduction or if the lumens were flushed prior to insertion into the patient. It is also unknown if the lumens were clamped or injection caps placed (excluding the distal extension) prior to insertion into the patient. Both lumens were used for infusions or invasive pressure monitoring. During interrogation of the line at 8 am on (B)(6) 2025, the extension tubing was manually disconnected and fluids "shot out". The line had been in place less than 24 hours; the patient was said to have prolonged hemodynamic instability throughout this period. The catheter was subsequently removed and replaced. No other adverse effects have been reported for this occurrence.

Manufacturer narrative:
Additional information: b5, d6. Correction: b1, b2, h1, h6 - annexes e and f. H6: annex code e2402 - prolonged hemodynamic instability. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Obstruction of an unknown 4 french, 8 cm double lumen central venous catheter was reported. The device was placed in the right internal jugular (ij) vein for continuous infusions and central venous pressure monitoring. There were concerns that the infusions were not being delivered. When the manifold was disconnected from the line, fluids expelled forcefully under pressure. No pressure alarms were triggered on the infusion pump, and there were no observed leaks in the lines. One lumen was difficult to flush and did not yield a blood return. The lumen used for central venous pressure was functioning well and demonstrated positive blood return. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.